Manufacturer narrative:
The tech found the brake assembly and casters were worn. He rebuilt the brake assembly and replaced the brake and steer casters to repair the bed.

Event description:
Info received indicates the brake is not holding well.